Event description:
It was reported the patient¿s catheter was not working properly so she was going to have surgery to have it replaced. The device system was used to deliver baclofen. No further information was provided including if any symptoms occurred, what the issue with the catheter was, if any troubleshooting, interventions or other actions occurred or what the patient¿s final outcome was. Additional information has been requested but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information received reported that the patient still had concerns with their device or therapy but was working with their physician or manufacture representative. It was noted that at the time of report the patient was present for a "pump catheter revision" with their physician. It was noted that they were working on "adjusting the pump."

Manufacturer narrative:
Eval code-conclusion has been updated.

Event description:
A dye study was performed in (B)(6) 2014 which revealed a catheter break. The patient had a catheter revision on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).